Event description:
It was reported that the procedure was to treat a popliteal artery. During removal of a spartacore guide wire, resistance was met with an unspecified source and once the gw was removed it was noted that the tip was unraveled (still in one piece). Additionally it also looked like it sheared/peeled. Intravascular imaging confirmed that nothing was left in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported peeled / delaminated tip was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with other devices/anatomy resulted in the reported difficult to remove. Interaction/manipulation of the device resulted in the noted device damages (multiple core bends/kinks, stretched coils) and ultimately resulted in the reported break/noted core separation. The reported peeled / delaminated tip was unable to be confirmed. The noted multiple scratched teflon coating on the core likely occurred due to interaction with the torque device being tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.